Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Device history records were not provided for review. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states. (B)(4)

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2015 due to tibial loosening.